Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was not turning on. They have checked the cables. User also mentioned there is a burning smell. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer found the solenoid stuck and replaced the solenoid and drawer controller. The fse ran hardware testing application, checked for debris, and verified all connections. After completing these actions, the customer was able to recover the drawer, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.